Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer replaced the pump supplies and resumed insulin therapy. Customer's blood glucose was 169 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.